Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of his automated peritoneal dialysis therapy. Reportedly, the clamp on an unused supply line was left open during therapy. Baxter's technical center assisted the home patient in ending therapy early. Therapy was completed with new supplies. No patient injury or medical intervention was associated with this incident per the patient's spouse.